Event description:
Catheter removed from a pt. When the catheter was removed, the cuff pulled off the cath and stayed in the track.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.